Event description:
Reference number (B)(4). Event occurred in brazil it was reported that the patient was experienced diabetic ketoacidosis (dka) and had slipped into a coma, leading to hospitalization on (B)(6) 2026 due to elevated blood glucose levels. The patient's blood glucose level at the time of hospital admission was 500 mg/dl, and the patient was also experiencing nausea. During hospitalization, the patient was treated with two insulin medications and an anti-nausea medication. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.